Manufacturer narrative:
An investigation into a false negative event while using the chromid cps elite agar was performed. The customer did not return the patient samples; therefore, no testing could be performed to confirm the customer's result. Fourteen (14) quality control strains were tested on retain samples from the lot in question as well as another lot. All samples were found to be within specification. A review of the batch production record revealed no related abnormalities. Additionally, a complaint review was performed and this lot does not show an adverse quality trend. Based on the results of the investigation, the complaint could not be confirmed and the product is operating within specifications.

Event description:
A customer notified biomerieux that they had a discrepant result when using the chromid&#59395;cps elite agar. Four (4) patient samples were run using the chromid cps elite test kit. The patient urine specimens were inoculated directly onto the plate and incubated for 24 hours. In compliance with the package insert, the customer read the plates after 24 hours and found no growth present. The customer incubated the plates for another 24 hours and upon reading the results discovered pink colonies on three (3) plates and blue-green colonies on one (1) plate. When specifically asked, the customer indicated there was no impact to the patient.